Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the cables at the distal end of a fenestrated bipolar forceps instrument broke. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. A frayed pitch cable was found at the instrument's wrist. No damage or wear were found at the clevis. The frayed segments were in various lengths. Electrical continuity testing was performed and passed. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.